Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso). Per the mso, the postoperative air leak that was not detected while the original chest drain was in place and was subsequently identified later is possibly related to the procedure and/or the patient¿s underlying lung disease. The mso noted that the complication was not related to the study device. Additional patient information: height 167 cm., body mass index (bmi) 24.0 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted pulmonary lobectomy surgical procedure. Two days after surgery and prior to discharge, the patient experienced a pneumothorax after chest tube removal and subcutaneous emphysema which required surgical intervention and prolonged hospitalization. The intervention was not performed under general anesthesia and there was no ICU admission. The event was reported as resolved seven days later; discharge occurred the same day. The index procedure was completed with no intra-operative complications or da vinci device deficiencies. No re-admissions or re-interventions have been reported since discharge. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade iiia, not related to the da vinci investigational device, possibly related to the procedure, and possibly related to the patient's underlying disease status. The patient prior health history of smoking and emphysema may be relevant to this incident.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11. Additional information: the surgical intervention that was reported has been specified as chest tube placement. Corrected data: annex b field changed from b17 to b15.

Event description:
Refer to h11 for follow-up information.